Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported error code 242.4030. There was no patient involvement.

Event description:
The customer reported, error code 242.4030. There was no patient involvement.

Manufacturer narrative:
Correction: e1:.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported error code 242.4030. There was no patient involvement.

Event description:
The customer reported error code 242.4030. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced air-in-line (error 242.4030).both corroded rear case and iuis (inter-unit-interface) were also replaced. The failures leading to motor stall error was confirmed and replicated during testing. Review of the pump module error logs confirmed motor stall error code 242.4030.0 was present in the logs. After replacing air-in-line assembly, functional testing revealed without further alarms or issue. Based on the findings, service determined that the reported issue was due to an electrical failure of the ail (air-in-line) sensor assembly. Device history record: a review of the device history record showed the device had a manufacture date of 28jun2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.